Event description:
It was reported the customer experienced an elevated blood glucose (bg) level (522 mg/dl). A correction bolus was delivered to address the bg. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. The cause for the reported issue is unknown.